Event description:
Resident was elevated in the chair of the whirlpool tub, with a safety strap on. The safety strap loosened and the resident fell from the chair to the floor. Was hospitalized on one day post event with fractured ribs and pneumonia.